Event description:
The customer reported a leak from the coulter lh 780 hematology analyzer. The customer stated that approximately 1 milliliter of fluid leaked and was contained within the instrument. The customer was wearing gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a loose backwash cup on the probe wipe module. The fse proceeded to replace the probe wipe module to resolve the leak and verified the repair as per established procedure. (B)(4).

Manufacturer narrative:
Additional information: the cause of leak is attributed to a loose backwash cup on the probe wipe module. However, the identified failure mode would not likely generate erroneous results. Although spillage could occur, the failure mode does not affect the effectiveness of the backwash cycles or external cleaning of the dispense probe which is handled by the probe rinse block. Patient results will not be affected by the failure. The fse replaced the probe wipe assembly to resolve the issue and the customer has not reported of any further issues related to this event.